Event description:
It was reported that the patient presented in clinic for a routine pacemaker check. Upon interrogation, the right ventricular (rv) lead exhibited high capture thresholds. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
The right ventricular lead was dislodged.

Manufacturer narrative:
Correction to b5 to include dislodgement in description of event.

Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. A complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Electrical testing and x-ray examination found no anomalies. The helix was found to be retracted and clogged with blood. After cleaning and testing the measured full helix extension was within specification.

Manufacturer narrative:
Correction to h6 coding to include dislodgement.